Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device was used during a thrombectomy. They went to turn the patient onto their left hand side, and it was found to be bleeding from the right groin; a copious amount, and assistance was called. The nursing staff applied pressure on the puncture site. Medical staff attended and bloods were taken. Incident occurred almost 24 hours post angio. Patient did not excessively mobilize and had been nursed in bed. There were no anticoagulants given prior to incident. Low platelet counts prior to incident. Bleeding stopped after pressure applied. Patient was seen by the doctor, and hematology advice was sought. Repeat bloods sent, and pulses were present. Additional information was received on (B)(6) 2019. The procedure being performed was a stroke thrombectomy with an 8fr puncture. There were no procedure complications at the time of procedure.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.